Event description:
Boston scientific (bsc) received information that the patient with this pacemaker says his device is vibrating. It has been vibrating for 2-3 days now. The vibration can be intermittent or all day long. The patient states he just had his device checked 2-3 weeks ago and everything was okay. Also, the device is on an advisory. The low voltage capacitor product advisory was initially communicated on (B)(6) 2006 .

Manufacturer narrative:
Technical services advised the patient to contact the physician and have the device checked. No further information is available. This event will be reopened should additional information become available. The device was later explanted for normal battery depletion and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.